Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 80 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another 6.0 x 80 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.